Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had experienced multiple gastrointestinal (gi) bleeding events since implantation of the device. On (B)(6) 2014 the patient was readmitted for gi bleed and a hemostatic clip was applied. The pump was not returned as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported in the united states that the patient experienced multiple gastrointestinal (gi) bleeding events since implantation of the device. On (B)(6) 2014 the patient was readmitted for gi bleed and a hemostatic clip was applied. The pump was not returned as it remains implanted.